Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on 16-june-2024. The blood glucose level was reported high and treated with multi-daily injection (mdi). The patient replaced the infusion set and insulin was resumed successfully. No further information available.